Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high capture threshold leading to loss of capture. Furthermore, it was noted that the stylet was not able to advance in the lead. The rv lead was replaced and procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of loss of capture and stylet was not able to advance were confirmed. A complete lead was returned in one piece. X-ray inspection found over torque of the inner coil inside the connector region consistent with procedural damage. Electrical testing found shorting between conductors due to over torqued inner coil inside the connector region. The cause of the reported events was isolated to the over torque of the inner coil.